Event description:
While on the line with technical support, pt performed a blood glucose test and obtained a result of "lo" (<10 mg/dl). Pt reportedly retested blood glucose and obtained a result of 175 mg/dl. No pt injury was reported. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.